Event description:
Notification of medical device malfunction and/or device event. A patient was scanned using a "metal aluminum shelf". During the gamma knife location scan, the patient felt an ache in the right forehead area. The next morning, the skin in the area that was aching was reportedly "dark" and was diagnosed as a third degree burn. The size of the area was approximately 1.5cm x 1.6cm.

Manufacturer narrative:
Investigation results: there is a risk for burns in MRI, depending upon which sequence is used and also what sar value the sequence uses. The result of too high energy used in the MRI could potentially affect the patient via heating. The mitigation for this risk is to utilize insulated posts with the fixation screws holding the frame in place. However, elekta instrument ab has observed an increased frequency of complaints about burns when using the leksell stereotactic system in an mr environment and has therefore - prior to this particular event - initiated mr tests for the leksell stereotactic system according to relevant astm standards. The evaluation is being finalized and the findings indicate that the device labelling will need to be revised to clarify the use of the leksell stereotactic system in an mr environment. Elekta instrument ab is in the process of initiating a corrective action, which will be filed appropriately with the FDA once it has been released.